Manufacturer narrative:
The device was received for evaluation. During functional testing, reported issue "constant air in line alarm" was reproduced. A review of event history log revealed multiple counts of air-in-line alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range upstream (ultrasonic) reading. The ultrasonic assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line constantly during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.